Event description:
A customer contacted stryker to report that their device powered off after delivering synchronized shock to a patient. During inspection, by stryker, it was also observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify the issues in the device's keylog but unable to duplicate the issues. The device's therapy board was replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device powered off after delivering synchronized shock to a patient. During inspection, by stryker, it was also observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.